Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 3 inches from the pump housing. The distal portion of the driveline was not returned. Evaluation of the sealed inflow conduit and the unsealed outflow conduit revealed no evidence of adhered depositions or thrombus formations. Examination of the returned pump upon disassembly revealed a flat, tissue-like deposition on the body of the rotor. Areas of this deposition were hard and denatured indicating that it was present while the pump was supporting the patient, but may have originally formed elsewhere. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated ldh and worsening symptoms of heart failure. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus, hemolysis and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 4 months.  (B)(4). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted on (B)(6) 2017 due to worsening shortness of breath and worsening heart failure symptoms. The patient¿s lactate dehydrogenase level was 2533 u/l. The patient was started on dobutamine to support right heart function. On (B)(6) 2017 the patient underwent a pump exchange due to suspected lvad thrombosis.